Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the needle plunger was pulled out and it was noted that only the white suture link was captured by the needle plunger. The device was removed and hemostasis was achieved with a second proglide device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.